Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on: (B)(6) 2013, the patient presented with pre-op diagnosis of low back pain, lumbar ddd, lumbar radiculopathy with numbness and pain and underwent operating procedure for right lateral transposes discectomy with lateral interbody arthrodesis, use of biomechanical cage, use of allograft and use of intraoperative fluoroscopy. Per op notes, peek biomechanical cage is filled with patient's own bone, allograft and bone morphogenic protein and delivered to disc space using intraoperative fluoroscopic guidance. A sandwich was made of allograft and patient's bone on the outside with the bmp on the inside. Once this was done, excellent fit was confirmed. On the same day, the patient underwent posterior stabilization with pedicle fixation at l4-5. Posterolateral arthrodesis l4-5.